Manufacturer narrative:
Additional information: the reported event of unstable impedance measurements and noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found a clavicular crush damage breaching all the cable lumens, etfe coating of one non-functional cable and ptfe liner of inner coil and also fracturing one of the ring electrode cable proximal to suture sleeve impression. The cause of the reported events is consistent with clavicular crush damage.

Event description:
The patient presented in clinic following a merlin.net alert. The device was interrogated and oversensing due to noise was noted along with unstable impedance measurements. The lead was explanted and replaced and the patient was in stable condition.